Manufacturer narrative:
No conclusion code available; failure event observed during analysis. The programmer software was found to crash when tachy parameters were changed. After reloading the device¿s firmware, the programmer software no longer crashed when tachy parameters were accessed. This indicates that memory corruption had occurred.

Event description:
This report is to advise of an event observed during analysis.